Manufacturer narrative:
Additional information provided to sections b4, g6, h2, h3, and h11. Corrections made to section h6 (type of investigation, investigation findings, & investigation conclusions). Investigation summary: samples were received and an investigation was performed. Embecta was not able to duplicate or confirm the indicated issue. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Manufacturer narrative:
Note: event occurred in china, but was reported by (B)(6) in the united states. Please see section b for additional information.

Event description:
Account - (B)(6). Sanofi complaint ref# (B)(4). Country event occurred - china. Item, sku, lot# - unknown. Event description: check attachment. Note - please check the attachment for additional information. As per attachment needle blocked.